Event description:
Pt's mother contacted dexcom technical support on (B)(6) 2012 to report that pt has been experiencing skin irritation at the insertion site that leaves his skin solid red, inflamed and itchy. Pt is only able to wear the sensor for 1-1.5 days before he has to remove it due to discomfort. At one point, pt's mother also reports that the irritated insertion site also got infected due to pt scratching the open sores. It took several days for the irritation to heal completely. Pt consulted with his endocrinologist who recommended the use of neosporin and prescribed mupirocin ointment. Both ointments did not resolve the issue. The pt also tried two types of secondary wound dressing but that didn't help either as one irritated pt's skin and the other peeled off when exposed to moisture. At the time of her call to dexcom technical support, pt's mother reports that pt had discontinued cgm use.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.